Event description:
Provider states chrome finish flaking off the homecare bed. In speaking with the dealer it was learned the unit had been used since (B)(6). There is no harm or injury to the end user. A replacement bed rail has been sent. If any further information is received a supplement report will be filed.